Manufacturer narrative:
This report is submitted on september 29, 2017.

Event description:
Per the patient's surgeon, the patient's device was electively explanted on (B)(6) 2017 due to poor performance with device use. There are no plans to reimplant the patient with a new device as of the date of this report, september 29, 2017.